Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of redq0982 showed two other similar product complaint(s) from this lot number.

Event description:
It was reported that the catheter has been using for 15 days, a nurse found seepage beneath dressing when performing infusion using the catheter. Upon discovering the leaks, the nurse removed the catheter and observed for damage. When rotated, the catheter ruptured.

Event description:
It was reported after 15 days of usage, the catheter experienced seepage. Upon discovering the leaks, the nurse removed the catheter and observed for damaged. When rotated, the catheter ruptured. No other information was provided.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. Initial medwatch was submitted as a second event, upon further information it was found that this medwatch 3006260740-2021-00163 is a duplicate event. The event and investigation results have been submitted on medwatch 3006260740-2021-01492.